Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, when firing on the antrum, there was poor staple formation and were distally open on the two reloads. Another reload was used to resolve the issue. There was no patient injury.